Manufacturer narrative:
(B)(4). (B)(4). Indicator wheel failure the analysis results found that one el5ml device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator was visible at 14th firing sequence thus, it was not completely visible. This finding is not related with the event reported. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the staff fired the device once before it was used on the patient. The jaws stuck together. It was not used in the procedure. A new one was pulled. There was no patient impact. (B)(4)

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, was used during a benign prostatic hyperplasia (bph) procedure on (B)(6), 2010. According to the complainant, there was no temperature data on the print out and the power reading was inconsistent on the bar graph. The procedure was successfully completed. There were no complications and the patient's condition was reported as fine. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the prolieve thermodilatation system, which was completed on (B)(6), 2010, revealed an MDR-reportable malfunction of radio frequency (rf) output failure. This manufacturer report is submitted based on the evaluation results provided.